Event description:
The customer reported being hospitalized for low blood glucose of 14 mg/dl. The customer stated that he was unconscious and the paramedics were called. Troubleshooting was performed. The customer stated that the doctor asked him to contact the helpline as his daily totals were abnormal. Reviewed the daily totals and found that the customer had taken more than 200 units each day for the past three days. It was also stated that the bolus history did not match to the daily totals for the last three days. The alarm history revealed several alarms. Performed the displacement test and the device passed the test. The units left in the reservoir did not match to the units left of the status screen. The customer was treating his blood glucose with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.